Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having alarms. These alarms were not seen on interrogation of the left ventricular assist device (lvad). The patient had a spliced driveline, so there were concerns for possible driveline (dl) fracture. A review of the log file revealed multiple pulsatility index (pi) events occurring throughout the log. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file could not confirm the reported alarm; however, numerous pi events were confirmed. A direct correlation between these findings and heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient was having alarms not seen in interrogation on 18jul2021. The patient has a spliced driveline and there were concerns of a possible driveline fracture. The submitted log file contained data from 14:53:03 on 18jul2021 through 10:33:559 on 20jul2021, per the timestamps. The pump¿s fixed speed and low speed limit was set to 9600 and 9200, respectfully. Pump power, estimated flow, and average pi ranged from 5.1-6.5 w, 3.4-6.0 lpm, and 5.1-6.5, respectfully. A low battery advisory was captured from 22:12:25 on 18jul2021 through 23:43:34 on 18jul2021. Transient pi events were captured throughout the course of the log file. The pump operated above the low speed limit for the duration of the log file and there was no evidence of any driveline damage. A specific cause for these findings could not be determined through this evaluation. Additional information communicated on 14sep2021 stating that the cause of the pi events was identified, and the patient was in stable condition. The patient was treated with a medication regimen. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the relevant sections of the device history record for driveline was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev c, explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4, ¿system monitor¿, states that, ¿if the system detects a pi events, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.